Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: it was stated that after firing a clip, the device caused a tear in the vessel to be ligated when the device was pulled away from the tissue. Counter pressure and additional clips were applied to stop any bleeding. The bleeding was reported as less than 50cc.